Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the connect adapter would not lock into the ilet, and a second adapter from the user¿s supplies locked properly; a replacement connector was arranged and troubleshooting and education were completed. No adverse clinical symptoms associated with elevated blood glucose reported. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer interview and technical troubleshooting. Investigation of this case revealed a connector attachment failure limited to a single adapter, with successful use of an alternate adapter indicating an isolated component issue with the connector. It was concluded, based on previously established findings for similar reports, that the cause was likely component malfunction of the individual connector.